Manufacturer narrative:
Per a good faith effort (gfe) response received, the bme continued to duplicate the failure and performed a full check of the device, but at this time, the issue is unconfirmed and could not be replicated. Although the issue could not be confirmed, the battery was replaced for preventive measures. The bme successfully performed a battery test and verified that the voltage was within specification. The device has not been placed back in service yet as it is pending further verification testing.

Manufacturer narrative:
Per a follow-up good faith effort response received, the biomedical engineer (bme) confirmed that the device passed the required performance verification tests per philips standard and was returned to service.